Manufacturer narrative:
Additional information:the device was received for evaluation. Visual inspection and leak testing were performed. Visual inspection identified three nicks on the silicone tubing. The leak test identified one location that penetrated the tubing, causing a leak at the center location. The reported condition of leak was verified. The cause of this condition could not be determined. Visual inspection also identified particulate matter (pm) on the inside of the tubing. The reported condition was verified. A sample of the pm was tested and identified to be a mold that is an environmental isolate. All transfer sets are manufactured in a controlled environment minimalizing contact with bacteria and mold. Each set is placed in a tyvek pouch and sterilized with ethylene oxide (eo). All transfer sets are manufactured in a controlled environment minimalizing contact with bacteria and mold. Each set is placed in a tyvek pouch and sterilized with ethylene oxide (eo). The eo sterilization process kills any mold or bacteria present on or in a transfer set during the manufacturing process, and the tyvek pouch keeps the transfer set sterile until it is placed on the patient. There was nothing noted to show the sterilization process had been compromised from the time the set was manufactured until it was placed on the patient; therefore, it is believed the mold did not originate from the manufacturing facility. The cause of the condition of pm could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the patient experienced a leak from the minicap transfer set, which resulted in peritonitis. The cause of the leak was reported as due to a cracked transfer set. The patient was hospitalized for the event and treated with unspecified antibiotics (no further details). At the time of this report, the patient outcome and action with pd therapy were not reported. On an unreported date, the patient was discharged from the hospital, reported as ¿discharged now¿. No additional information is available.